Event description:
It was reported that the black stylus touch-pen was breaking frequently and was in need of replacement. The status of the stylus is unknown. No patient complications have been reported as a result of this event.